Event description:
It was reported that the attachment heats up. There was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation could not be performed on the reported malfunction of overheating due to the distal bearing being detached. However, it was noted that the bearings are worn, the tube leg is dented, the long spacer is worn, and the laser markings and colour band are faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.